Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor detached after 6 days of wear and he was unable to check his blood which resulted in a medical event. Customer experienced symptoms described as ¿shaky and dizziness¿ and had contact with a healthcare provider who provided him ¿juice¿ as treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported his adc freestyle libre sensor detached after 6 days of wear and he was unable to check his blood which resulted in a medical event. Customer experienced symptoms described as ¿shaky and dizziness¿ and had contact with a healthcare provider who provided him ¿juice¿ as treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.